Event description:
During the closure portion of a case involving a cardiac resynchronization therapy device, it was reported the activation of the plasmablade caused the patient to feel a shock and mild pain (unintentional shock). In addition, when all device leads were released it was noted that the patient experienced an heart rhythm characteristic of atrial fibrillation and normal heart rhythm restored with medication following the procedure.

Manufacturer narrative:
(B)(4). Method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.